Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the failure of the repair kit was confirmed, but the cause cannot be determined. The device returned is one repair kit (single lumen) attached to a length of tubing. Visual observation found a small amount of residue on the device and the printing on the clamping sleeve appeared somewhat worn. The site of the repair manifests a significant gap between the two catheter tubing sections in which the stent was not present. Tactual evaluation found the stent within the distal-most portion of the tubing, approximately 16 cm from the distal end of the repair sleeve. Cutting the repair open at the gap found adhesive within the gap. Both ends of the stent appeared to manifest reddish residue. Significant amounts of residue were found within the stent and largely occluded it. This residue was pushed out and found to be composed of reddish-orange clumpy material. It is not known if the residues caused an obstruction which then led to over pressurization and stent migration, or if the stent loosened prior to the formation of the obstruction. However, it appears unlikely that the stent could have migrated so far without the obstruction first being present to provide enough resistance to advance the stent under normal infusion pressures. Therefore, the obstruction is believed to be a likely cause of this event, which should not be present inside the catheter if proper maintenance procedures are followed. The complaint event is confirmed, but the cause is unknown. The following statements from the IFU for this repair kit may be useful: ¿splice sleeve securement (for all catheter repairs). Use syringe to apply adhesive onto the outside of the catheter around the spliced joint, covering an area about 2.5 cm overall length. Slide the splice sleeve down and center it over the joint. Inject adhesive underneath each end of the splice sleeve. Roll the splice sleeve between fingers to distribute and extrude excess adhesive. Wipe away excess adhesive.¿ sterile field is no longer required. Remove clamp. Aspirate the air in the replacement segment. Gently fill catheter with heparin and reclamp the catheter. Caution: excessive pressure may rupture joint.¿ ¿infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller than 10 ml!¿ please also refer to the nursing procedure manual available online for maintenance and catheter occlusion clearing techniques for hickman/leonard/broviac catheters. A lot history review (lhr) of rebq0964 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a previous repair on the catheter failed and needed to be repaired for a second time for a patient needing in home nutrition. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebq0964 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a previous repair on the catheter failed and needed to be repaired for a second time for a patient needing in home nutrition. No other information was provided.